Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, analysis was unable to confirm the insertion needle complaint due to the insertion was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that there was an issue with two sensors. One was misfired when inserting and could not be used and the other triggered sensor end alerts. The blood glucose reading was 455 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.